Event description:
It was reported that the patient's blood glucose rose to 356 while wearing the pod between 5 and 24 hours. The patient's mother measured the patient's ketones multiple times with the following values: 2.4, 2.5, 3.5 and 5.4 (no unit of measure was provided). It was reported that the patient¿s mother was not sure that the cannula was properly inserted in the infusion site (abdomen). As treatment a new pod was applied. After the new pod was applied, the patient presented at the hospital, however their blood glucose levels were already declining and the patient was not admitted or provided any treatment before being released two hours later.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. Investigation of the device found no damage to the soft cannula and no signs of leakage. The exact cause of the reported unproper insertion could not be determined.